Event description:
An infant was placed on CPAP utilizing an infant nasal cannula assembly. The ventilator providing the CPAP alarmed "no flow"; airflow was occluded. When the setup was disassembled by the respiratory therapist to troubleshoot the problem, it was discovered that the hole on the side air port blue connector does not go all the way through.the manufacturer representative was notified and removed the defective devices the next day.approximately two weeks later, two additional defective sets were discovered with a different lot number. Quality management and the manufacturer representative were notified.